Manufacturer narrative:
(B)(4). The customer reported that x2 and the extension block has fallen and hit a pt on the head. No emergent care was required. It was reported that the area of the case that holds the device onto the monitor had been physically damaged. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that x2 and the extension block has fallen and hit a pt on the head. No emergent care was required.